Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button seems to be stuck in the down position causing the all insulin to be dispensed during a priming session. The issue was not resolved with training. There was no evidence of product misuse. The patient refused to return the subject pump back to investigation. The patient was advised to go to the backup plan. There was no adverse event associated with this complaint.